Event description:
On (B)(6) 2013, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient¿s onetouch ultra2 meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. It is not specified when the alleged issue began. The patient manages his diabetes with insulin (type/ amount not clear). It is not known if the patient made changes to his usual management routine. A few days after the start of the alleged issue, the reporter claimed the patient felt a symptom of shaking. No treatment was specified. There was no indication of misuse and the correct test strips were being used at the time of the reported issue. The cca walked the reporter through troubleshooting to resolve the alleged issue. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury after the alleged meter issue began.